Event description:
It was reported that, at a pump refill on (B)(6) 2013, the expected reservoir volume (erv) was 6ml and the hcp aspirated 10ml. It was believed that the pump was empty and the hcp tried to fill with the new drug. The hcp intended to fill the pump with 40ml but was only able to fill with 20ml. There were no patient symptoms associated with this event. The patient was to go in on (B)(6) 2013 with a manufacturer representative for troubleshooting. The device system was used to deliver baclofen. It was later reported that, after the refill, the patient was sent home. At his return visit approximately one week later, the hcp emptied the pump reservoir and was able to draw out approximately 38ml of drug, which is what would have been expected if the pump had originally filled with 40ml. So, to confirm the reservoir¿s capacity and function, the hcp emptied all 38ml of drug, filled the pump with 40ml of saline and was able to draw all 40ml of saline back out. He then refilled the reservoir with 20ml of new baclofen. It was noted that they would have used 40ml, but only 20ml was ordered. The patient¿s spasticity had remained under control during this entire time period. The hcp concluded that he simply did not fully empty the pump reservoir at the prior refill appointment. No further troubleshooting or dose adjustments were made. The patient was instructed to follow-up with the office at his next scheduled refill in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n276995, implanted: (B)(6) 2011, product type: accessory. (B)(4).